Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery, the doctor broke the screwdriver. There was no delay in the surgery and no additional medical intervention was needed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the screwdriver was received with the hexagonal screwdriver tip broken off; the broken tip was not supplied. The handle and shaft showed no traces of use. A hardness test was performed on the shaft and the result was 620 vickers. The result of the hardness test meets specification according to drawing. Because of that it is likely that the screwdriver tip was broken off by excessive force. Due to the missing hexagonal screwdriver tip, further investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.